Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the circumstances that led to their stimulation changing on its own was unknown. Patient was walking across the floor and felt increase. Patient grabbed controller and the screen was scrabbled so patient pulled battery out to reset controller. Patient reported the controller later stopped charging. Patient met with their manufacturer representative (rep) to check controller and it's working great now. The issue has been resolved.

Manufacturer narrative:
H3: product ID 97745 lot# serial# (B)(6) was returned for product analysis. Analysis found no anomalies with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding their external devices. Pt reported the belt began to fray. Patient travels all over the united states and canada and it goes with them and gets used a lot. Patient charges every week. Patient would say it started to fray about 3-4 months ago. Patient reported they could not get the controller to charge. The implant (ins) was totally dead. Pt was trying to charge the ins but pt could not get the controller to charge for about a month now. There was no slight blink or anything. This morning patient jiggled around with the power supply cord and got it to charge for a few minutes and then it stopped charging. It is charging now but once in a while it stops. Pt confirmed the power supply had the green light but the controller light was not always blinking and pt could not get it to work until they jiggled the cord. On the call pt inspected equipment and saw no damage. Had pt take the battery out and plug the controller in. The screen powered on. Pt put the battery back in and it was charging. Pt also reported over the last month or so the controller was going crazy where all of a sudden patient had to go to max stimulation and patient felt like floating for a little while. It happened twice. One day pt was looking at the screen and it changed to high, maximum. Patient could not shut it off. The only way to get it to shut off was to take the battery out of the controller and everything worked all right for a while. Reviewed it could be related to adaptive stim, reviewed pt could try turning adaptive stim off or adjust the settings. Pt said the rep was going to meet with pt soon to check the unit and pt will address it then. A request was sent to repair to replace the controller since pt had difficulty charging the remote and the recharging belt. Patient said the device was a godsend. Ever since they installed it, pt had zero pain.